Manufacturer narrative:
H.6. Investigation: one sample was returned to our quality team for investigation. The product was evaluated and no damage or defects were observed on the protector. Functional testing was performed, liquid inside the syringe could move to the vial and back to the syringe without issue and no leaks were observed. Leakage testing is performed for all lots during manufacturing to ensure the quality of the membrane. As lot information for this incident was not available, a device history review could not be performed. Based on the available information, we are not able to identify a root cause related to our manufacturing process.

Event description:
It was reported that the bd phaseal¿ protector p55 experienced leakage between the protector and vial which was noted during use. The following information was provided by the initial reporter: this record captures march event. In march 2020, doxorubicin leaked when preparing. On this customer, manually assembling p55 and vial.

Manufacturer narrative:
Device expiration date: unknown. A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed. Device manufacture date: unknown.

Event description:
It was reported that the bd phaseal¿ protector p55 experienced leakage between the protector and vial which was noted during use. The following information was provided by the initial reporter: this record captures (B)(6) event. In (B)(6) 2020, doxorubicin leaked when preparing. On this customer, manually assembling p55 and vial.